Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the manufacturer needed to call them about removing the "horrid thing" they call a spinal cord stimulator. The patient called about 3 years ago now, and they were still waiting for the call back. They were probably going to be one that had a lawsuit over the "janky" devices. Additional information received from the patient. It was reported that the patient called the manufacturer to talk about removing the now bulging device that caused daily back and upper buttock pain, and the patient couldn't even use it. It had been dead and needed reprogramming and even the battery needed updating by now considering it was implanted in 2014. The patient noted that it lasted maybe 2 or 3 years and only worked well the patient wasn't working. When the patient was working, it didn't really impact them much; it helped some as long as the patient could stay off their feet. The patient reported they were working at a glass window making factory, so it was very hard strenuous work with 15 ,000 steps, in addition to a shift with what they had to do.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient. It was reported that the patient still had yet to hear from the manufacturer regarding requesting help with their ins and its battery issue. Now the patient was stuck and unable to get an MRI.